Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, requiring multiple presses to activate, and the customer requested a replacement after a restart did not resolve the issue. Symptoms included no clinical effects reported. Outcomes included no impact on health, no alerts or alarms, and completion of troubleshooting and education. Investigation included customer interview, on-call troubleshooting, and verification of device information. Investigation of this device was confirmed and revealed a suspected mechanical or electrical malfunction of the sleep/wake button consistent with a hardware user interface failure. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to a hardware component.